Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for a bladder infection and elevated blood glucose (bg) levels greater than 600 (mg/dl) on (B)(6) 2016. Reportedly, customer believed that the bladder infection was the cause of the elevated bg levels. Customer was kept in the ER for 4 days and treated with an insulin drip. Customer was discharged with a bg level of 230-260 (mg/dl) and a prescription for an antibiotic.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, customer was experiencing a bladder infection from the previous use of a urinary catheter, and believed that the bladder infection was the cause of the elevated bg levels.